Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating diagnostic imaging was performed and no anomalies were noted. The lead was capped and replaced and, during the replacement procedure, lead insulation damage was observed. The patient was stable.

Event description:
During an in clinic follow up, noise resulting in oversensing an inappropriate mode switching was observed on the right atrial (ra) lead. It was noted the patient experiences palpations. Technical support was contacted and provocative testing was recommended. No intervention has been performed at this time. The patient was stable and will continue being monitored.